Event description:
The user facility reported to terumo cardiovascular systems that during setup a visible crack was found in the top of the reservoir at the venous inlet port. No patient involvement as this occurred during setup. Product was changed out. Surgery completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).